Event description:
The customer reported that on 09/23/1997 vasoseal was used in the right groin following a diagnostic catheterization procedure. On 09/28/1997 the pt presented with groin pain, fever, chills, generalized weakness and green purulent drainage from the groin site. The pt was admitted to the hosp and put on IV abx. Wound cultures showed staph aureus and urine cultures showed klebsiella.